Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11562, 0001825034-2018-11563, 0001825034-2019-03842, 0001825034-2019-03846. Concomitant medical products: vngd ti fem ssk 70mm lt, catalog#: cp113127, lot#: 142810, vanguard ssk ps tibial bearing, catalog #: 185082, lot #: 254570, vngd dist fem aug 70x5 rl/lm catalog#: 184106 lot#: 258290, biomet splined knee stem, catalog #: 148321, lot #: 730560, biomet offset tibial tray adaptor, catalog #: 141491, lot #: 668350, biomet offset tibial tray with locking bar, catalog #: 141483, lot #: 289850, biomet splined knee stem, catalog #: 148305, lot #: 040880. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left knee revision procedure for elevated metal ions levels. Subsequently, the patient had to under go manipulation six (6) weeks post operative as the knee was not bending as much as required. The patients states that the knee was damaged during manipulation by the surgeon. Now at twelve (12) weeks later the patient experiences bruises, experiencing pain and attributed to limited range of motion. No additional information is available.